Event description:
It was reported that the surgeon commented that the wrist fusion plate, it did not fit the anatomy well. The surgeon attempted to bring the plate to the bone, but the screws pulled out of bone trying to bring the plate down. The surgeon ultimately accepted the plate slightly off the bone. The surgeon did not trim the dorsal aspect of the distal radius down. The surgery was successfully completed with 10min of surgical delay. No fragments were generated. No patient consequence was reported. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) lcp wrist fusion short bend plate this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.